Event description:
The cutting feature on endo gia did not fire, and not all of the staples closed. The stapler did deploy staples, however the cutting mechanism did not function correctly. There was no spillage from the intestinal tract into the abdomen since the staples did fire. A second stapler was used that did fire and cut appropriately.